Event description:
As reported, 2 years post implant of a 20mm sapien 3 valve in the aortic position, the patient presented with heart failure symptoms. An increase in the mean gradient from 18mmhg and 19mmhg in 2019 to 50mmhg in 2021. It was also noted that the patient had been admitted several times for heart failure symptoms since the deployment of the sapien 3 valve. Additional information indicated the ava was between 0.87cm2 and 1.03cm2, which indicates moderate to severe stenosis. No actions have been taken at the time of the report. No treatment is planned at this time.

Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Per the instruction for use (IFU), valve stenosis, and device degeneration are potential risks associated with the use of the bioprosthetic heart valves. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. Structural valve degeneration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this particular case, it was not possible to obtain additional details regarding the reason for the increased gradients and apparent sapien 3 valve stenosis 2 years post deployment. To date, information regarding the patient (medical records, tavr procedure op notes, treatment plan) have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, based on the limited information provided, the root cause for the valve stenosis 2 years post valve implant could not be confirmed, but may be related to the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.